Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoid procedure, the device¿s anvil was released into the patient after it came off of the spike. The anastomosis was redone and another device was used in order to complete the case. The surgery time was delayed 45 minutes as a result of the issue. There was no injury caused to the patient.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoid procedure, the device¿s anvil was released into the patient after it came off of the spike. To remove anvil, the surgeon created an otomy. The anastomosis was redone and another device was used in order to complete the case. The surgery time was delayed 45 minutes as a result of the issue. There was no injury caused to the patient.